Event description:
An international customer reported damage to their olympus biliary fiber (model: chf-20) after being processed in a completed sterrad® 50 cycle. The customer described the damage as "the paint of the biliary fiber came off after processing". The customer stated that an asp representative in (B) (4) incorrectly informed them that the device was compatible with sterrad processing. There were no reports of harm or injury. The age of the device is unknown. The package was placed in the lower back of the chamber.

Manufacturer narrative:
Concomitant device: olympus bilary fiber - model number chf-20, serial number unknown (B) (4) - no code available: damaged device the sterrad® 50 user's guide warns: know what you can process: before processing any item in the sterrad 50 sterilizer, make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device manufacturers' instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturer's instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device manufacturer or your asp customer representative for more information. The olympus bilary fiber (model: chf-20) is not listed in the sterrad® 50 sterility guide as a compatible device with the sterrad® 50' system. The customer contacted the device manufacturer regarding this issue.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad 50 system ((B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 50 did not reveal a trend for damage to customer device. Trending analysis for damage to customer device issues associated to the sterrad 50 did not indicate a significant trend. The shuma (system hazard and user misuse analysis) is reported to be a score of 4 or "broadly acceptable risk". The product was not returned to asp for investigation. The olympus choledochofiberscope was not recommended for processing in the sterrad 50.